Event description:
It was reported that the ventilator went completely black and would not turn back on while connected to a pt. Pt was at the hospital when the condition occurred. No pt harm reported.

Manufacturer narrative:
Results: we were able to duplicate the ventilator would not power on, but were unable to determine the root cause since the customer requested non-invasive testing only.